Manufacturer narrative:
This supplemental is to correct the brand name and model number of the product.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. The battery cap was undamaged and was able to secure to the pump. There was evidence of moisture corrosion observed inside the cartridge compartment and on the inside of the display screen. The pump failed leak testing due to a crack between the display and the case seal. The pump was unable to power on due to moisture damage. The pump cover was removed, and there was evidence of moisture corrosion found inside the pump, on the pcb. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue with moisture behind the display lens making the display cloudy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.